Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed self test and displacement test. However, insulin pump received with an intermittent buttons due, to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No unexpected no auto off alarm noted. Insulin pump received with cracked belt clip slot, case at reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.